Manufacturer narrative:
This issue is being reported in relation to the adc field action. However, it should be noted the adc reading, symptoms and reported diagnosis are consistent with each other and are inconsistent with the potential clinical presentation associated with the recall. Additionally: dka is a potentially life-threatening condition that requires emergent treatment in a hospital setting. There was no report of this type of emergent medical intervention being provided. The (unspecified) freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The test strip lot number is unknown; therefore the date of manufacture is unknown.

Event description:
Customer's wife reported that on (B)(6) 2014 customer, who uses an omnipod insulin pump, received a reading of 200 mg/dl, which was higher than he felt, while reportedly using a test strip involved in the adc recall (no test strip information was provided). Caller noted this was an ongoing event which started back in (B)(6), 2013, "and the readings were over 200 mg/dl". Caller further reported customer experienced "ketones, nausea, vomiting, headaches, fatigue and migraines". On (B)(6) 2014, customer self-presented to his healthcare provider. Customer was reportedly diagnosed with hyperglycemia, dka (diabetic ketoacidosis) and diabetic retinopathy. The only treatment provided was that the customer was given a prescription for promethazine (an anti-nausea medication) 25mg. There was no report of death or permanent injury associated with this event.